Event description:
According to the reporter, during a laparoscopic procedure, the device was unable to fire/misfired. The device was replaced with new one in order to complete the case. There was no patient injury.